Event description:
It was reported that the surgeon inserted an aq2017v silicone three piece lens and the lens tore as it was being inserted. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that there was tear across the optic and a piece of the lens was torn off and missing. There was both a reddish and a clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.